Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure to follow instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water tube, air/water cylinder, and jet tube. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and corrections. Updated fields: d4, h2, h4 corrected fields: b3, e4, h6 medical device problem code, h6 investigation findings, h6 investigation conclusion, and h11 additional manufacturer narrative a DHR review was not completed during the investigation, as it was deemed not applicable for foreign material findings. The event can be prevented by following the instructions for use which state: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water.¿ section 3.6 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.